Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: ng, inratio: 3.7. Date: (B)(6) 2012, 1.0. Pt's therapeutic range; 2.0-3.0 inr. (Doctor prefers him to be closer to 2.0). On (B)(6) 2012, pt called for assistance with getting more blood. He retested over the phone and got inr of 1.0. He said his inr last week was 3.7 (date not provided and date of event is an estimate). Pt's inr has been fluctuating a lot lately. Pt bruises very easily and has had bleeding from his gums.

Manufacturer narrative:
Investigation pending.